Event description:
Patient revised on (B)(6) 2021 due to glenosphere disassociation from fall, approximately 3 months after primary surgery. Surgeon explanted the 40mm centered glenosphere with screw and replaced it with a new component of the same size.